Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause was the user had left unused supply lines unclamped. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240. This occurred while the patient was connected for peritoneal dialysis (pd) therapy. The reporter stated that the clamps had been left open on unused supply lines. The technical services representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.